Event description:
On 1/12/96 at 2134 pacer capture lost requiring administration of atropine, epinephrine, isuprel, dopamine and CPR ensued. External pacer applied. Intermittent loss of capture until 0630 when capture restored. Pt discharged on 2/9/96 with pt discharge diagnosis of encephalopathy. Probably secondary to pacemaker failure.